Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: the black box showed evidence of short battery life with multiple drastic voltage drop leading to ¿cs128¿ (replace battery) alarms. The battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly; all current reading were found above specifications. The pump¿s cover was removed; printed circuit board (pcb) inspection revealed an unidentified intermittent pcb failure. The reported ¿short battery life¿ complaint was duplicated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.